Manufacturer narrative:
Based on the limited information provided to 3m on this case, it is unclear what role, if any, the lava ultimate restoration may have played in the reported outcome. Other factors, such as prior tooth history, patient factors or dental treatments, may have played a role in the reported need for a tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported that an unspecified number of patients with a lava ultimate restoration required tooth extraction. The dental office indicated they will not provide patient-specific customer information to 3m customer care.